Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: analysis of the run data file did not show a conclusive root cause for the reported wbc contamination of the plasma product. Review of the rbc signal shows the platelet concentration dropping during the run, indicating that there was more plasma in the connector. It is possible, though not conclusive that some form of pasting caused a blockage in the collect chamber, resulting in a buffy coat build up, and spillover the dam, which could have led to the wbc contamination of the plasma product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The platelet collection set is not available for return because it was discarded by the customer. The weight provided is a result of a system limitation, and is not revelant to this event.